Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that numbers were ramping on their own and the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for alleged pump error 130, stuck button alarms, and no button response from scroll bar found on (B)(6) 2021. Device history and trace files downloaded successfully using thus software. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. No stuck button error alarms noted during testing or in the pump history files. Device passed keypad voltage test. No damage was noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. No pump error 130 alarm noted during testing. Pump error 130 however, noted in the insulin pump history on (B)(6) 2021 at 3:54pm and at 3:55pm. During visual inspection, no loose or disconnected motor flex connector noted on at electrical board 1. However, moisture damage noted on the motor home switch. The motor was tested outside of the device and passed. No moisture damage noted in electrical boards 1 or 2. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked keypad overlay. Keypad unresponsive/button error alarm not confirmed during testing or in insulin pump history files. Pump error 130 not confirmed during testing or while testing the motor outside the insulin pump. However, moisture damage noted on the motor home switch. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.